Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. After upgrading the ventilator software, the ventilator passed the initial final test and initial alarm volume test. A review of the event trace revealed that there were five unique operational periods on the reported event date of february 17, 2015. Only two of these operational periods ran for a significant length of time. In both operational periods, we see sequential breaths terminating due to high airway pressure conditions. These terminated breaths prevent the set volume from being delivered. After several sequential breaths are terminated for high airway pressure conditions, the ventilator detects and alarms for a low exhaled volume condition.

Event description:
It was reported that the rt in imaging services had put the patient on the transport ventilator. The exhaled tidal volumes were minimal so the rt took the patient off the ventilator and used an ambu bag to ventilate the patient back to the ICU. No patient harm as rt was present and intervened providing manual ventilation.